Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify pump/transmitter communication anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 09/03/2024 17:13:41.000 and (twice) on 09/03/2024 17:13:52.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. In further full review of the pump history/traces on the event date of 02-sep-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 02-sep-2024 listed on smartsolve. Dailytotalcollectionstarttime: 09/02/2024 00:00:00.000. Dailytotalofallinsulindelivered: 796750 (79.675 u). Dailytotalofbasalinsulindelivered: 276750 (27.675 u). Dailytotalofbolusinsulindelivered: 520000 (52 u). Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 02-sep-2024 in the formatted history file.  Sensorexpiredalert (794) was found on: 08/27/2024 04:31:46.000, 08/27/2024 04:41:00.000. No delivery alarm/insulin flow blocked alarm was found on: 08/29/2024 06:38:00.000, 08/29/2024 06:48:00.000. Unable to test for pump/transmitter communication anomaly, sensor expired alert and no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. Pump/transmitter communication anomaly, sensor expired alert and no delivery alarm/insulin flow blocked alarm were unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.34 mv). The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low bgs. Unable to verify pump/transmitter communication anomaly, upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having an open book image on his pump on (B)(6) 2024 while he was trying to enter the blood glucose on the pump. He said the screen was glitching before the open book image was displayed on the screen. Customer also had a low blood glucose on the evening of (B)(6) 2024. He was taken to the emergency room. The low was treated with glucagon. Troubleshooting was done. Customer stopped using the pump sometime on (B)(6) 2024, leading up to the event (so pump was used within 48 hours of the low). It was unknown if smartguard was used.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and visited emergency room for treatment. The customer was also reported critical pump error (open book image). The customer reported hypoglycemic event was treated with glucagon. The event involved product(s) mmt-1885. Troubleshooting was performed for hypoglycemic event and critical pump error alarm. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.